Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had arcing (lighting flashes) when jaws were open. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information regarding this event: the issue did not cause any delay. The fenestrated bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no damage to the instrument observed after the arcing event. The instrument was not used on patient. The instrument was correctly connected (e.g. Monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). There were 6 lives remaining out of 14. The instrument tips did not collide with another instrument or tool during the procedure. When the event occurred, the tips of the instruments were not in contact with the tissue. The jaws were not immersed in liquid or contaminated with carbonized tissue (biological debris) prior to instrument activation. The instrument was not removed at any time before sparking. The patient did not return to hospital because of post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of yaw pulley thermal damage between grips to be related to the customer reported complaint. For clarification, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.